Event description:
It was reported that the patient experienced the pump failing to cycle with an inflatable penile prosthesis (ipp). The ipp pre-connect pump and cylinders were explanted an a new coloplast ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: pump malfunction was reported. The ams700 device was inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue of the inner tube and input tube wear of the outer tube. This cylinder had broken fabric threads. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to contamination. Device has returned for analysis, but not yet begun, evaluation method code.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 03:29 pm CT.the report number is being corrected from: 2183959-2018-61665to: 2183959-2018-60927.

Event description:
It was reported that the patient experienced the pump failing to cycle with an inflatable penile prosthesis (ipp). The ipp pre-connect pump and cylinders were explanted an a new coloplast ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device has returned for analysis, but not yet begun, h6 - evaluation method code.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 03:29 pm CT.the report number is being corrected from: 2183959-2018-61665to: 2183959-2018-60927.

Event description:
It was reported that the patient experienced the pump failing to cycle with an inflatable penile prosthesis (ipp). The ipp pre-connect pump and cylinders were explanted an a new coloplast ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.